Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a surgical procedure to replace this entire device as it was identified that the cuff was loose. No additional information was provided.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.